Event description:
It was reported that while impacting the implant the instrument fractured. There was no report of foreign body retained or harm to the patient. Several attempts have been made to obtain additional information with no response.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor shows signs of use in the form of cosmetic nicks, wear marks, and impact strikes. The impactor tip was not returned and fracture cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.